Event description:
The pt had been medicated since being placed on the ventilator and was being reversed from the medication in an effort to wean the pt from the ventilator. The pt was noted to be pulling a negative -5 to -8 cmh20 with no response from the ventilator. The ventilator was pulled and the pt placed on another ventilator.